Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. After door switch adjustment the issue was resolved. The system passed a system checkout and was returned to an operation condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the "gantry door opened" warning was not clearing on the pendant. The site did not reset the system but opened and closed the gantry a few times to get the error to clear. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. After case, site did motion calibration but still had same issue. There was no reported impact to patient outcome.